Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high and resulted in severe paravalvular leak (pvl). Subsequently, another transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient weight was received and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.